Event description:
It was reported that there was an increase in the left ventricular (lv) threshold. The device was reprogrammed and the lead remains in use with close monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The left ventricular capture thresholds had increased starting around december 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: c2tr01 implantable pulse generator (ipg).(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.